Manufacturer narrative:
The icp sensor catheter kit (ID (B)(6)) was not returned for evaluation after three good faith attempts (gfes) were made. Serial number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a microsensor (ID 826633) could not be detected. The event happened after the microsensor was implanted during the placement procedure. The physician stopped the monitoring and the sensor was retrieved and replaced. No patient injury reported, and the event did not lead to surgical delay.